Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump emitted multiple call service 078 alarms in a 30-day timeframe. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2017 with the following findings: confirmed 078-0008 errors (motor rewind error) in black box. Complaint cannot be duplicated during the investigation. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Battery compartment crack between the bumper pad and cover. Display dim with reddish hue. Opened pump to inspect motor components. J5 motor connector latch partially open. Motor flex not fully inserted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.